Event description:
It was reported that a user who had just initiated ilet therapy experienced hyperglycemia after the first meal announcement, with blood glucose reaching 230 mg/dl and remaining above range for about 20 minutes; no alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education regarding algorithm learning and insulin need adaptation early in therapy. Investigation of this case revealed no device malfunction and no component issue, with the event consistent with early adaptive dosing while the system learns individual insulin requirements. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.